Event description:
Breast augmentation ¿ mentor silicone cohesive gel implants ¿ 500cc. Told that they were ¿safe¿ and that if they did rupture they wouldn't leak as gel stuck together and would go back into the shell. Had one cut in half for display on how they would not leak into your body. Since that time, I had my eyes split into double vision while working. I got diagnosed with hyperthyroidism (2016), graves¿ disease w/ ophthalmology (2016) (neither of these run in my family at all) in which my eyes started pushing out of my skull. Had double vision for a full year, 3 eye surgeries later and it is single again but I am scarred with one eye jutting out over the other. Another surgery for this is overwhelming. I have 90% of breast implant illness syndromes including confirmed leaky gut, cortisol issues (chronic fatigue), heavy metal toxicity, went to dr to talk about potential early alzheimers (2015) due to inability to find words, adhd, memory issues. Massive brain fog, which as a cpa was damning to my career. Headaches which would come almost every day, culminating in migraine with aura in (B)(6) 2018 and 3 days in neuro ICU. All of the bii symptoms and issues were blamed on menopause. Had mammograms through 2016, nothing noted. Nothing on doctor¿s breast exams. Heard of bii (B)(6) 2018 and got MRI done. Reflected extracapsular rupture in left implant. Was never told I needed regular MRI¿s done if I got these or after I got these by my plastic surgeon who assured me of their safety. Had explant (B)(6) 2019 and found that both implants were ruptured during post op. Silicone had liquidized in my right implant and literally spilled into my chest cavity as they (dr. (B)(6) and assistant) were trying to do a capsulectomy/enbloc. My left implant was obviously ruptured, greenish grey in color and had been exposed to my body in what the MRI showed as an extracapsular rupture. Heavy metals in the shells of these implants would have been released into my body as well. Doctors told me I was fine all along, just menopause, then that I had hyperthyroid and graves but that was all. I took methimazole and swore I would beat hyperthyroidism and didn't allow them to remove my thyroid. I won this battle. I¿m no longer on methimazole, still have my thyroid and my euthyroid. But so sick in other areas. I had to get a naturopath in 2017 to help me with all of this. Spent thousands on naturopath and supplements, tens of thousands on surgeries. Naturopath and I couldn't figure out where all the heavy metals were coming from. And in the end, after explant, I still have liquid silicone in me and I¿m sure heavy metals (have you seen what¿s in silicone gel liners that would come out in extracapsular rupture?) When all safety precautions were used to get these out. These are not safe. They are toxic and have done permanent (autoimmune does not go away) damage to me. Manufacturer's required studies that were never fully followed throughout and there was never a registry from what I understand. These never should have been on the market, touted as safe and should be taken off the market to save women in the future. Anger and stress over what has happened just brings about more complications and more illness. Please listen to all these women coming forward. It is real. It may not be in doctor prescribed literature or fit their research based on the gel being ¿cohesive", but it is real. And it is not cohesive.